Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, the doctor found that a tip of the tissue pad (about 5 mm) was detached off in about 2 hours half. Although the doctor searched for the fragment in the floor of operation room, the trash box and inside the patient, it was not found. The doctor was found that the tissue pad cracked while operation. The doctor commented that the possibility of the residual fragment was not denied. Another device was used to complete the case. There were no adverse consequences to the patient.